Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had repeated no delivery alarms. Customer stated they have replaced the infusion set, but the alarm persisted. The customer's blood glucose was 250 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found the insulin pump alarmed no delivery with a manual prime when a new reservoir and infusion set was applied. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.